Event description:
Abutment and abutment screw replacement surgery due to fractured abutment and abutment screw. No clinical signs reported. Component replacement took place on (B)(6)2023.

Manufacturer narrative:
The probable root cause is overload considering the reported high activity level of the patient, that this is the first abutment and abutment screw replacement and the lack of any other cause leading to fracture.